Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service rep informed the following: replaced fios (fiber optic) module, replaced drive assembly found to be leaking, calibrated unit function and safety tested. Unit back in service. Replaced parts were requested for evaluation. If available, results will be provided in a supplemental document. (B)(4).

Event description:
Fiber optic sensor module failure while on a male pt weighing (B)(6). The service rep will investigate and make necessary repairs.